Event description:
A customer reported a cgm error identified as error 42 and used a g7 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided detailed instructions for a complete pump reset, and after following these steps, the customer successfully restarted the sensor session without seeing the error again.